Manufacturer narrative:
(Plaque shift), factors that may contribute to plaque shift include, but are not limited to, lesion characteristics, product size selection, and procedural technique. Plaque shift and additional non-surgical treatment are listed in the risk assessment matrix as no-fault post-procedure complications associated with coronary stenting. These known patient effects are not necessarily an indications of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: plaque shift requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after stenting of the pre-dilated proximal cx with a xience v stent, plaque shifted distal to the target lesion. This required a second xience v stent implantation to cover remainder of the plaque. There is no additional information available.